Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that this implantable right atrial (ra) lead dislodged into the right ventricle the day following implant. A revision procedure was performed and this ra lead was repositioned successfully with acceptable values. Currently, this ra lead remains implanted and in service. No adverse patient effects reported. Should additional information become available, this event will be updated.